Event description:
It was reported to nova biomedical that a consumer received back-to-back results of "hi" (greater than 600 mg/dl) on their blood glucose meter at 8:00am. The consumer administered 12.5 units of insulin and subsequently experienced a hypoglycemic event. At 8:45am while driving, she pulled the car over and called for medical intervention. At 9:10am when the emts arrived, they tested this consumer using their blood glucose meter getting a result in the 20's. She was treated with a jell tube and ate crackers and juice box. The emts tested the consumer again getting a result of 156 mg/dl. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.